Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "they removed the first iab that would not thread over the packaged wire, used a new 40cc rediguard and had the same trouble threading over the wire, but this time used a 022 coronary wire to thread the iab in. Facetimed with the ICU rns and dr who described that the packaged 025 wire was not threading from the proximal tip or from the distal entrance of the central lumen. After placing the second 40cc rediguard, they could not get an arterial pressure reading from the central lumen. We discussed arterial line management, I had them aspirate from the central lumen, there was no blood return present. Informed them, the central lumen is possibly clotted and the next best arterial source is a radial arterial line. They only had a femoral line, I suggested they can use that and place a radial because the femoral can lead to poor timing. Physician stated the patient recently had a CABG and they used radial grafts, I concluding by saying if they can place a radial arterial line in the unaffected limb, it would be optimal. Lastly we checked timing and the patient was timed appropriately". No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2023-00595.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab tight over guidewire was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "they removed the first iab that would not thread over the packaged wire, used a new 40cc rediguard and had the same trouble threading over the wire, but this time used a 022 coronary wire to thread the iab in. Facetimed with the ICU rns and dr who described that the packaged 025 wire was not threading from the proximal tip or from the distal entrance of the central lumen. After placing the second 40cc rediguard, they could not get an arterial pressure reading from the central lumen. We discussed arterial line management, I had them aspirate from the central lumen, there was no blood return present. Informed them, the central lumen is possibly clotted and the next best arterial source is a radial arterial line. They only had a femoral line, I suggested they can use that and place a radial because the femoral can lead to poor timing. Physician stated the patient recently had a CABG and they used radial grafts, I concluding by saying if they can place a radial arterial line in the unaffected limb, it would be optimal. Lastly we checked timing and the patient was timed appropriately". No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2023-00595.

Event description:
It was reported that "they removed the first iab that would not thread over the packaged wire, used a new 40cc rediguard and had the same trouble threading over the wire, but this time used a 022 coronary wire to thread the iab in. Facetimed with the ICU rns and dr who described that the packaged 025 wire was not threading from the proximal tip or from the distal entrance of the central lumen. After placing the second 40cc rediguard, they could not get an arterial pressure reading from the central lumen. We discussed arterial line management, I had them aspirate from the central lumen, there was no blood return present. Informed them, the central lumen is possibly clotted and the next best arterial source is a radial arterial line. They only had a femoral line, I suggested they can use that and place a radial because the femoral can lead to poor timing. Physician stated the patient recently had a CABG and they used radial grafts, I concluding by saying if they can place a radial arterial line in the unaffected limb, it would be optimal. Lastly we checked timing and the patient was timed appropriately". No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2023-00595.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.